Manufacturer narrative:
No problems were noted with calibration or qc prior to or after the event. A bci field service engineer (fse) and representative from technical applications were in the laboratory when notified of the event by internal bci monitoring team. When the fse was questioning the customer, the customer stated that the sample was run four (4) days prior and was discarded by the time they were notified. The root cause remains unknown to date.

Event description:
Beckman coulter inc., (bci) contacted this customer via the bci internal monitoring data for glucose module (glucm) phase I customer contact program. The customer indicated one (1) patients' glucm sample result did not match when running in duplicate mode. The sample generated a false low result. The initial glucm result was 56 mg/dl and the repeat result was 44 mg/dl. A rerun of the same specimen on an alternate instrument was also performed that produced a result of 54 mg/dl and was reported. The customer did not call and complain to bci about this sample. Patient treatment was not affected in regard to this event as the customer runs glucose in duplicate mode and verifies prior to reporting results.